Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have an erythematous indurated region and skin infection near his left ventricular assist device (lvad) driveline. The patient was admitted to the hospital for intravenous (IV) antibiotics and started on IV vancomycin and cefepime (2g bid). A computed tomography (CT) was performed. Previous cultures were suggestive of mssa (methicillin-susceptible staphylococcus aureus) so no new cultures were drawn. (B)(6) 2022 marked improvement to the area of induration and no remaining erythema. On (B)(6) 2022 the patient looked better and antibiotics were changed to cefadroxil (1 gram bid) and doxycycline (100 mg) until infectious disease follow up on (B)(6)2022. On (B)(6) 2022 the patient was discharged home on antibiotic regimen.